Event description:
It was reported that, the patient with the implantable cardioverter defibrillator (ICD) system required a pocket revision due to pain in the implantation area. Furthermore, an insulation breech was found on this right ventricular (rv) lead. Subsequently, the rv lead was repaired with a suture sleeve. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).